Manufacturer narrative:
All available information indicates that the lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the rate/sense portion of this lead was surgically abandoned. A new lead was implanted for this purpose. The device was electively explanted as the patient was upgraded.

Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. Microscopic visual inspections noted electrocautery marks in device casing. The ra- seal plug was torn and all the setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. In conclusion, analysis testing could not confirm the reported noise or oversensing issue. The device met specification, electrically.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and rate/sense lead had oversensed which resulted in an unknown duration of pacing inhibition in a device-dependant patient. Noise and inhibition were reproduced with the patient deep breathing. No adverse patient effects were reported. The physician had scheduled the patient for a lead revision.